Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed no pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was corrosion observed in the battery compartment. A leak test revealed a battery compartment leak. The returned battery cap had stripped threads and was unable to fit securely to maintain an electrical connection. A test battery cap was used to complete testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power, and the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.